Event description:
Physician reported that during post operative examination it was determined that the intraocular lens previously implanted was not the correct diopter for this patient. Lens was removed and replaced without complication.

Manufacturer narrative:
The intraocular lens was received with the optic cut in pieces precluding measurement of the diopter. The physician indicated the pre operative calculations were incorrect. The lens met all manufacturing specifications prior to release. Based on the results of our investigation, we do not believe this event is manufacturing related.